Event description:
It was reported the catheter ruptured in the patient. Initial report: "at the beginning of the shift PICC catheter was permeable to the whirlpool flushing, presence of dirt/clots in the device's barrel, I remove the dirt using the guidewire/stylet, uneventful procedure, I show the on-call doctor the appearance of the secretion removed. Dressing fixed along the forearm , externally clean and dry, kept. At 2:00 am, we noticed a fracture of the device, rupture of the catheter extension next to the hub, when pulling it out, I observe that it was practically externalized, that is, only 1.5 cm introduced, however, this way it was fixed . Total catheter removed = 8 cm, intact. I perform peripheral venous puncture in upper left limb, difficult venous access, maintained with infusion of hv + fenta at 0.5 ml/h".

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: previous complaints, patient severity, applicable manufacturing records, submitted photograph, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a ruptured catheter was confirmed but the exact cause was unknown. A photograph was provided which depicted a per-q-cath catheter. The catheter contained a complete break at the distal edge of the strain relief. The remaining catheter was not seen. No observable evidence suggested the cause of this event. A review of the manufacture records associated with the provided lot number found no potential cause identified during product manufacture. Should the physical sample be returned at a later time, this investigation will be updated. This event will be recorded for future trending and monitoring of this complaint type. A lot history review (lhr) of reds2222 showed three other similar product complaint(s) from this lot number. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the catheter ruptured in the patient. Initial report: "at the beginning of the shift PICC catheter was permeable to the whirlpool flushing, presence of dirt/clots in the device's barrel, I remove the dirt using the guidewire/stylet, uneventful procedure, I show the on-call doctor the appearance of the secretion removed. Dressing fixed along the forearm , externally clean and dry, kept. At 2:00 am, we noticed a fracture of the device, rupture of the catheter extension next to the hub, when pulling it out, I observe that it was practically externalized, that is, only 1.5 cm introduced, however, this way it was fixed . Total catheter removed = 8 cm, intact. I perform peripheral venous puncture in upper left limb, difficult venous access, maintained with infusion of hv + fenta at 0.5 ml/h". Additional information received: any long-term harm to the patient? No.